Event description:
It was reported that while the patient was admitted to the hospital due to a cardiovascular accident, routine device check found high threshold and undersensing. The lead was found to be dislodged. Reprogramming was performed to turn the lead off. The plan was to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.